Event description:
As reported: "a voicemail came in today from a t&e sales rep from san antonio, tx regarding the breakage of 3 retrograde femur nails within a 9-day span. This patient was revised with synthese nails. Patient had good bone quality. There was non-union. The patient adhered to all mobility instructions provided by the surgeon.

Manufacturer narrative:
The reported event was confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The item received had broken in fatigue manner after an implantation period of approx. 7,5 months. The fracture pattern identified high loading. In the case presented a patient (no data given) had been treated with above nail. We received 2 undated x-rays showing the broken nail approx. At the level of the broken bone fragment. They were forwarded to a hcp for medical review. Since only 2 x-rays were available a clear decision regarding medical treatment was not possible because the period before nail breakage was completely missing. The only outcome was ¿the nail fracture will definitely have a medical background¿ with no clear explanation. The item broke due to axial overload which was regarded as patient related but contributed by the user. With available information a product deficiency was not verified.

Event description:
As reported: "a voicemail came in today from a t&e sales rep from (B)(6) regarding the breakage of 3 retrograde femur nails within a 9-day span. This patient was revised with synthese nails. Patient had good bone quality. There was non-union. The patient adhered to all mobility instructions provided by the surgeon.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.